Event description:
It was reported that the patient went to the ER (emergency room) with hypoglycemia. The patient's blood glucose levels reached 40 mg/dl while wearing the pod between 4 and 24 hours. The patient had a virus which was causing the low blood glucose levels. The patient was treated with nausea medication (ondansetron). The customer gave the patient water, juice or carbs. The patient was released the same day. The pod was worn when seeking medical attention. The pod was disposed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.